Manufacturer narrative:
The calcium gen.2 reagent lot number was 931357. The expiration date was not provided. The total protein gen.2 reagent lot number was 925237. The expiration date was not provided. The qc was in range prior to the sample measurements. The customer noticed that the probe was bent. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with multiple assays on a cobas 8000 cobas c 701 module. Discrepant results for 1 patient sample tested with calcium gen.2 assay and 1 patient sample tested with calcium gen.2 assay and total protein gen.2 assay were provided. Sample 1: calcium: initial result: 5.45 mg/dl. A panic value for the initial result of 5.45 mg/dl was held in the customer's laboratory information system, prompting the repeat of sample 1 on a different cobas c 701 module. Repeat result: 9.43 mg/dl. Sample 2: calcium: initial result: 7.2 mg/dl. Repeat result: 9.9 mg/dl. Total protein: initial result: 4.9 g/dl. Repeat result: 6.9 g/dl. The qc went out of range, prompting the repeat of sample 2 on a different cobas c 701 module. The customer disabled the original cobas c 701 module. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.